Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the allegation of premature battery depletion. A new device was successfully implanted.